Event description:
It was reported that during the implant attempt, after a few positioning attempts, it was not possible to extend the helix any more. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted due to the connector pin being turned an excessive number of times when the helix was already retracted during the procedure. There was blood in/on the helix mechanism and there was a non-electrical miscellaneous finding on the tip electrode. Visual analysis indicated damage at implant.